Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Living with diabetes 11 / page 126: warning: an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken. Hyperglycemia symptoms can be confusing. Always check your blood glucose before you treat for hyperglycemia.

Event description:
It was reported the patient¿s blood glucose (bg) reached greater than 13.9 mmol/l (250 mg/dl) and that the pod gave an occlusion alarm. The patient was traveling to (B)(6) and had to seek medical attention as his bg levels was high. The pod was worn for less than an hour on the leg. At the hospital he was able manage to get his bg levels down in the hospital.